Event description:
It was reported that the customer's pump had a cracked touchscreen, rendering it non-functional and unreadable. There was no information on the impact to the customer¿s blood glucose level. The pump was set to be returned to check further, and a replacement pump with a new serial number was scheduled for dispatch.